Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited far r wave oversensing. Additionally, electromagnetic interference (emi) oversensing was noted on the ra and right ventricular (rv) lead. Pacing inhibition was noted as a result of the oversensing causing the patient to experience syncope. Programming changes were performed to resolve the issue. The patient condition was stable.

Event description:
New information received notes that emi oversensing was also noted on the ICD.